Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent surgery approximately 6 years ago. The x-ray showed the pe glenoid dislocated inferiorly. The revision surgery was performed with a device from another manufacturer. Update 23-dec-2020: the revision surgery of the eclipse took place on (B)(6) 2020.